Event description:
It was reported, "the patient had a total knee replacement (right) in (B)(6) 2001. Since the time of his surgery the patient describes his knee as a total failure and that his body is rejecting the implants. The knee has been swollen and stiff since the time of his surgery. Patient was on constant pain meds prescribed by his surgeon. Most recently his surgeon has stopped providing any prescription for pain meds and has stated that patient is now abusing the drugs. Patient states he is in a great deal of pain and wants us to perform a full investigation on this implants."

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.